Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of 48 mg/dl. The customer reported that sensor said she was a 124 mg/dl about her blood glucose was at 48 mg/dl. The customer declined helpline assistance. The insulin pump will not be returned for analysis.